Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 - date of product return. H6 - codes updated to imdrf codes. Photo investigation: the device was not returned. A photo-investigation was performed on the image located in pc attachment ¿(B)(4).jpg". Upon inspecting the image provided, the shaft of the matrixmandible screw was observed to be broken. However, the root cause for the reported issue cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed.,background: screw breakage. It was reported that during the surgery of mandibular trauma, when insert the screw, the screw shaft was broken(as the photo shows), the broken parts were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Visual inspection: matmand scr ø2 self-tap l18 tan 1u I/cli (p/n: 04.503.418.01c, lot #: unk) was returned and received at us cq. Upon visual inspection, the screw was found to be broken at the shaft. No other issues were identified on the returned device. Dimensional inspection: complaint relevant dimensional inspection could not be performed due to the post-manufacturing damage. Investigation conclusion: the complaint condition could be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device history review - a DHR review could not be performed as the device lot number was not provided.,null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Of the 1 devices reported 0 devices were received for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.